Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Manufacturer narrative:
This report is being amended to reflect changes. It is reported that the patient continues to have pain. Review of primary operative notes provided does not indicate root cause. Follow-up notes provided regarding radiographs taken indicate the components were in acceptable position and alignment and there was no evidence of component loosening or wear. The findings also said that there were no fractures, subluxations or any other gross abnormalities seen. These devices are used for treatment.